Event description:
The customer reported that while pipetting an hbsag assay, no sample or reagent was delivered to wells b6, b11, d5, d11, f1, and g11 of the microwell plate. No error was reported. No death or serious injury was asociated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00428506.